Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. The blood glucose reading at the time of the call was 512 mg/dl. The customer stated that he had a bad cough prior to hospitalization. No further information was provided.